Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual inspection revealed that the needle was found stuck into the shaft of the device and the lower jaw was slightly bent. The white flag was not in the needle. The functional test could not be performed due to the device condition. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the condition of the device, this complaint can be confirmed. It is possible that the white flag came off the expressew needle and after repeatedly passing the needle through tissue could have stuck inside the device, and it was pulled out from the distal end. Also, the maintenance conditions of the device is unknown, the deployment issue could be related to an improper maintenance during cleaning/ sterilization cycle would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder scope/rotator cuff repair procedure, the plastic tab on the expressew iii w/o hook device needle broke off/was defective and the needle became stuck in the suture passer, causing the device to jam and break. During an in-house engineering evaluation, it was determined that the device was jammed/seized and the lower jaw was bent. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.